Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that at 15:30 on october 27, 2023, the patient punctured the central venous catheter under aseptic technology, and after sending a guide wire, expanding the skin, the catheter was successfully implanted in the predetermined position, and when the blood was withdrawn and flushed with normal saline, it was found that the catheter was leaking at 43cm, and the damaged catheter was immediately trimmed and reconnected.